Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The brand name and catalog were reported as kincise cup-adapter-pinnacle straight and 1011-01-101 in error. These have been updated accordingly to kincise broach-adapter-straight and 1010-01-101. The date of manufacture was reported as unknown in the initial medwatch, the date is may 4, 2017. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that adapter stem was broken due to impact from a mallet. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the adapter device worked intermittently. It was later clarified that the tip of the cup inserter that attaches to the impactor sheered off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.